Event description:
The blood bag became disconnected from the chest drain during transport. The staff member reconnected the device and there was no pt injury.

Manufacturer narrative:
The user facility sent back unused units for eval. Engineering analysis: the analysis is reproduced below. Each returned drains unit was unpacked and the floor stand deployed. All blood bags from the returned lots were attached to each returned drain - 6 blood bags attached to each of the six drains. Drains units were labels a-f and blood bags 1-6. During assembly a definite click is heard when the connectors are properly assembled. This is the latch clicking into place to secure the connection. The latch must be depressed to disassemble the connectors when they are correctly assembled. Assembled units were then subjected to a manual pull on each connection to determine if connection integrity was maintained. All units maintained their connection when properly latched. There were no malfunctions of the latching mechanism. Two healthcare professionals assisted in the investigation of this complaint. The failure mode could not be duplicated. A review of the lot history records found no discrepancies. Engineering summary/ conclusion: the connections functioned as designed with no discrepancies. Please see associated reports: mdrs# 1219977-2014-00297, 00330, 00331, 00332, 00333, 00334, 00335, 00336, 00338.